Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va08cx7, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient still had trouble adjusting their equipment after having their device implanted. It was stated, the patient made an appointment and they got more instructions. It was stated their main problem was severe anxiety. It was noted the patient did not know what was causing those feeling, but after a month they decided to see if it was the equipment. It was stated, the patient would turn it off and the anxiety would subside. Reportedly, after doing that several times, the patient felt their problem was from their electric impulses, so they elected to have their implant removed. It was noted the patient had their device removed on (B)(6) 2013 and the problem went away. Additional information from the healthcare provider stated, the patient was very anxious about having the device in. It was stated, the patient did have a positive result with lead placements. The healthcare provider noted that the patient said the device gave them the ¿jitters.¿ it was reported, the patient¿s device was explanted on (B)(6) 2013 and the patient had not followed up.